Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with the results obtained of 82 and 189mg/dl. The expected fasting blood glucose test result range is 140 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 82mg/dl (B)(6) 2017 05:48:00 pm fasting: yes, the 189mg/dl (B)(6) 2017 05:47:00 pm fasting: yes, the 218mg/dl (B)(6) 2017 02:59:00 pm fasting: no, the 214mg/dl (B)(6) 2017 02:58:00 pm fasting: no, the 174mg/dl (B)(6) 2017 12:28:00 pm fasting: yes. Customer called concerning erratic test results. Customer performed back to back test and received results with a 107 point variance. Customer says he is also concerned that the first result is too low because blood glucose fasting level ranges between 140-150mg/dl.